Event description:
Report received of air in the line distal to the cassette. The reportedly stated, "device was connected to the pt and after approximately 4 hours air bubbles were noticed in distal line of the set. Delivery rate was 2ml/h." The set was primed with an unspecified dose of ceftriaxone and placed in the pump. The pump was programmed to deliver at a rate of 2ml/hr and the delivery was started. After "approximately 4 hours", the nurse noted there were "air bubbles" in the distal line. The tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required.